Event description:
A single use cold pack was placed in the freezer and reused. The end user fell asleep and suffered a second degree burn.

Manufacturer narrative:
The end user placed a "single use" cold pack in the freezer and reused it. He fell asleep and it shifted during the night. When he woke up, it was directly on his skin. He suffered second degree burns. The pack was intact. It did not leak. He acknowledged that he was aware it should not have been reused. The packaging clearly states "single use only. Do not reuse. Do not place directly on skin." The burn was treated with an ointment and covered with a dressing. User error caused this incident. No corrective action is indicated. Due to the reported burn, this medwatch is being filed.